Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty processor circuit card. The device was evaluated and the reported issue was confirmed due to a faulty processor circuit card. The processor circuit card was replaced. Device was calibrated and passed all applicable tests. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the functional check revealed no issues in an arctic sun device. After calibration, restart of device error message 61 (non-recoverable system error) appears. Revisit on june 20 revealed a defective processor circuit card, replacement performed and re-calibrated. Routine maintenance and repair (replacement of processor circuit card) were performed. Water replacement, device passed new calibration, mtk and est performed.